Event description:
Pt reported an issue with pump, stating downstream occlusion alert. Pt stated it might have been because they were sleeping on it and notice the cassette did not sit properly. Rph troubleshooted steps for downstream occlusion with pt, and after completing the pt confirmed the pump is working properly and no alert/alarms going off. Pt confirmed they have backup pump available. Rph informed pt to reach back out if more issues arise. Pt reached back out a bit later reporting pump alerts empty cassette and downstream occlusion. Rph preformed troubleshooting with pt, and it was determined replacement pump is necessary. No further information, details or dates available. Pump serial number provided: (B)(6), expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: remodulin mdv - 50.31ng/kg/min. IV remodulin pt via cadd solis pump. Did the reported product fault occur while in use with the pt? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes, did we replace the device? Yes, did pt have a backup device? Yes - if yes, was the pt able to successfully continue their infusion? Yes, is the infusion life sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.